Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed three openings assessed as a surgical damage. Hematoma: unable to observe. Capsular contracture: unable to observe. Anxiety-product/procedure: unable to observe. As per the investigation procedure, particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side rupture. Physician later reported "baker IV capsular contracture", "hematoma", and "textured." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. Physician later reported "baker IV capsular contracture", "hematoma", and "textured." Device has been explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.